Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 4, ¿system monitor,¿ explains that "if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Review of the submitted log files confirmed pulsatility index (pi) events, as well as transient low flow alarms; however, a specific cause for these events could not be conclusively determined. The log files appeared to show the pump operating as intended at the set speed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported gastrointestinal (gi) bleeding could not be established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in inpatient for gastrointestinal (gi) bleeding. The patient's doctor was concerned for potential partial suckdown events. Review of the patient's log files revealed 126 pi events occurring on (B)(6) 2021 from 6:36:48 to 7:41:20.